Event description:
It was reported that an ilet user experienced increased insulin utilization, with pump cartridges depleting in approximately 1 to 1.5 days, while device data showed frequent selection of ¿more than usual¿ meal announcements for lunches and dinners. No reported adverse clinical effects. Outcomes included no reported impact on daily activities and no medical interventions. Investigation included review of device-reported meal announcement patterns and user education. Investigation of this case revealed no device malfunction and indicated that frequent selection of larger meal sizes likely increased insulin delivery as designed. It was concluded, based on previously established findings for similar reports, that user input regarding meal size selection was the cause, and education on correct meal size selection is appropriate.